Manufacturer narrative:
On (B)(4) 2016 10:05 am (gmt-4:00) added by (B)(4): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
On (B)(4) 2016 11:54 am (gmt-5:00) added by (B)(4)): the hospital reported that during an endoscopic vein harvesting procedure, bom 7mm extended length endoscope light cord which connects to the scope became disconnected from the scope. Then, the light cord started a fire on the table which burned the patient. On (B)(4) 2016 12:36 am (gmt-5:00) added by (B)(4): during the evh case, the light cord, which connects to the vh1111 scope, became disconnected, then the light cord started a fire on the table, which burned the patient. The hospitals email notification is below:

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The product is not returning. A serial number was not provided for this device, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, bom 7mm extended length endoscope light cord which connects to the scope became disconnected from the scope. Then, the light cord started a fire on the table which burned the patient. During the evh case, the light cord, which connects to the vh1111 scope, became disconnected, then the light cord started a fire on the table, which burned the patient.